Manufacturer narrative:
Additional information was provided. This event is no longer considered reportable due to the lens being inserted and removed during the initial procedure. No surgical intervention was performed. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a lens that was exchanged following an intraocular lens (iol) implant procedure due to an observed defect in the optic.